Manufacturer narrative:
The electronic device log file was analyzed for the reported date of event. At the beginning of the case in question when switching from man/spont mode to volume mode a high number of alarms (minute volume low, minute volume high, pressure high, apnea and pressure negative) were logged. After an hour in automatic ventilation mode the alarm "pressure negative" was found. A few minutes later a leakage of 9.1l was detected. A power cycle was performed shortly after followed by a self test which was passed without any failure. The case was then continued and completed without further noticeable problems. The most plausible root cause of the detected negative pressure is the use of a bronchial suction device during operation. The subsequent leakage was probably the result of the patient not being connected again after performing the suction. The IFU of the apollo contains warnings that the user has to pay special attention to the IFU of the suction unit. Further it is described that no unregulated suction should be applied to the patient when using this device. Following these findings a user error was assumed to be root cause of the reported symptoms. No entries were found in the log pointing to a ventilator failure as initially reported. The apollo has reacted on the situation as specified by generating the appropriate alarms to inform the user about the situation.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported: ¿during a case the device displayed ventilator fail. Patient was bagged. No injury.¿